Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an attempt was made to use a nanocross elite to treat a lesion. Deflation difficulties occurred. Balloon would not deflate. There were no issues noted during inflation. There was no damage noted to the balloon catheter. The device was safely removed from the patient. There was a 3 minute delay in surgery due to product malfunction. A new medtronic device was used to complete the procedure. No patient injury reported.

Manufacturer narrative:
Product analysis the device was returned with the balloon in a pre-inflated state, a visual inspection found no crimp marks on the balloon bond, the device was flushed and a 0.014¿ guidewire was loaded, an indeflator with pressure gauge was used to inflate the balloon to its nominal pressure of 8atms, the balloon was then inflated to its rated burst pressure (rbp) of 14atms but the balloon burst (longitudinal burst) when it reached its rbp, no more functional testing could be carried out due to the longitudinal burst. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.